Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during procedure the ceramic tip from the inner tube detached from the resectoscope sheath and was successfully retrieved using storz biopsy forceps. No negative impact in state of health reported.